Manufacturer narrative:
One hotline blood and fluid warmer was returned for analysis. An outdated pcb, an outdated power switch, the enclosure was cracked, wear to the line cord and wear to the front cover was observed upon visual inspection. The tank was then filled with water, temp check was attached, line cord was plugged in and the power switch was turned on; confirming the complaint of no alarm with over temperature. Based on the evidence, the root cause was found due to user interface.

Event description:
Information was received indicating that a smiths medical hotline blood and fluid warmer was not alarming over temperature. There were no reported adverse effects.